Manufacturer narrative:
The subjected device have not been returned to olympus medical systems corp.(omsc) for evaluation. The product serial no. And lot no. Have not been provided to omsc. From a logical point of view based on the information from the user facility, omsc surmised that this event occurred by the following mechanism. - the patient's enteric canal was strictured by the crohn's disease. - the stay of the capsule endoscope was caused by this stricture. The maj-1733 instruction manual states that the following. Prior to using the capsule endoscope, the physician should consider performing a contrasted x-ray series in patients with the following conditions. Patients with suspected intestinal strictures, adhesions, diverticulum, obstructions, fistulas that may block the passage of the capsule endoscope, and patients with suspected gastrointestinal tract delay. - patients with a history of ileus or small intestinal strictures - patients diagnosed with, or suspected to have, crohn's disease in small intestine - patients with any history of abdominal surgery, pelvic surgery, and/or radiological treatment there were no further details provided. If significant additional information is received, this report will be supplemented. We could not evaluate the device.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. On (B)(6) 2010, the user facility performed the capsule endoscopy on the patient with crohn's disease to confirm the medical condition about the crohn disease. After 14 days, the capsule endoscope was not egested. The user facility performed the computed tomography scan, and confirmed that the capsule endoscope stayed at the small bowel. After that, the user facility performed the computed tomography scan on a continuous basis, the capsule endoscope stayed. On (B)(6) 2010, the user facility removed the capsule endoscope from patient using a small bowel endoscope.